Manufacturer narrative:
Standard functional tests were performed and all results were within specification. The pump underdelivered by 1%. Specification is +/- 5%. Residue built up on the rollers may have contributed to the 1% underdelivery. The rotor assembly was replaced and pump was tested several times to ensure it functioned correctly.

Event description:
Account alleges the pump underdelivers.